Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery icon symbol. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6) 2011. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. Despite the alleged issue, the patient claimed she continued to administer her usual dose of medication (type/ dose not specified), drank her orange juice, and ate her sandwich on the evening of (B)(6) 2011. The patient reported 2 days after the alleged issue began, she became shaky and was trembling. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. The meter required a battery replacement; however the patient did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.